Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis resulting in a hospitalization. Cause of elevated bg was due to the pump shutting down. Customer was treated with intravenous insulin and saline. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.